Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain due to implant failure and poly wear. And loosening occured at the bone to implant interface. Depuy cement was used. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address pain due to implant failure and poly wear. And loosening occured at the bone to implant interface. Depuy cement was used.